Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Sterilization certificate shows this device was sterilized per specifications. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(6). (B)(4). (B)(4) oss rs avl 9cm prox tib mod (B)(4). (B)(4) oss 7cm diaphyseal segment (B)(4). (B)(4) oss porous im stem 16.5 x 90 (B)(4). (B)(4) oss avl tibial lock ring (B)(4). (B)(4) oss avl poly tib bushing set (B)(4). (B)(4) oss rs poly fem bushings set/2 (B)(4). (B)(4) oss rs axle (B)(4). (B)(4) oss avl tib bearing 12mm (B)(4). (B)(4) oss avl yoke 12mm (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07394, 0001825034-2017-07395, 0001825034-2017-07396, 0001825034-2017-07397, 0001825034-2017-07398 & 0001825034-2017-07399.

Event description:
It was reported that the patient underwent a revision due to infection. No additional information has been provided.